Event description:
Custom inflation kit which contains a custom angioplasty pack; inside the merit angioplasty pack is a tool called the tuohy borst/ this tool has a valve - the tool broke during a cardiac cath procedure while the patient had a catheter inserted. There was no injury to either patient. However, the second incident occurred during an emergency procedure, so this did delay treatment. The potential for injury would include air embolism or embolism of foreign material from the product itself.